Manufacturer narrative:
(B)(4). Batch # = n90264. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, two clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger making the device non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not deploy any clips. The device was not from a kit. A cholangiogram was performed in the procedure but not with the complaint device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.